Manufacturer narrative:
Device monitored for several days and no blank display noted. Device passed the displacement test. Device received with normal operating current. Device passed self test. Device passed off no power test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family reported via phone call that insulin pump was stop working and insulin pump had blank screen. The customer¿s blood glucose level was 256 mg/dl. The customer stated that battery cap was neither damaged nor corroded. The troubleshooting was performed for the blank display and the display did not returned. The device will be returned for the analysis.